Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to vaginal erosion of mesh. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to pelvic pain and retraction of mesh. (B)(4).

Manufacturer narrative:
It was reported that patient underwent cystoscopy bladder biopsy fulguration of biopsy sites and excision of vaginal mesh on (B)(6) 2015.